Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Section e1 phone: character limitation. The full phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium2 result for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 8.6-10.4 mg/dl): sample ID (B)(6), 83-year-old female, abbott results were 14.838, 18.325 and 9.181 mg/dl; sample was repeated using a kovalent assay and the results were 14.9, 14.932, 14.122, and 14.1 mg/dl sample ID (B)(6), 72-year-old female, abbott results were 20.657, 6.159, 14.272, 8.363, 6.476, and 6.477 mg/dl; sample was repeated using a kovalent assay and the results were 7, 6.568, 6.6, 16.780, and 16.8 mg/dl. Sample ID (B)(6), 1-year-old male, abbott results were 21.487, 20.813 and 9.196 mg/dl; sample was repeated using a kovalent assay and the results were >20.0 mg/dl. Sample ID (B)(6), 48-year-old female, abbott results were 16.701, and 10.814 mg/dl; sample was repeated using a kovelant assay and the results were 14.774, 14.8, 13.299, and 13.3 mg/dl. There was no impact to patient management reported.